Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer disconnected the call before tandem technical support could gather any additional information regarding the form of insulin delivery the customer would be using as the pump was needing to be replaced.